Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and pass.the receiver will failed boot and charge.the unit displays initialization screen and continuously resets without displaying trend graph or date/time set. The receiver download cannot be performed with receiver in this state. Opened receiver,passes interior visual inspection. Performed receiver download with main board separated from ui-u1.the receiver download contains no issues to confirm complaint. Functional test could not be performed due to continuous initialization. The customer complaint could not be confirmed because it could not be determined if any error occurred on the date of event. The root cause could not be determined.